Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the patient was admitted to hospital on an unrelated issue with no infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, infection, drainage and a "scab" at the device site. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.